Event description:
The details of this event were provided by letter dated 10/10/98, from the nurse involved in the incident. The nurse stated that after completing a procedure on a pt in contact isolation, she dropped the tenderlett device on the floor. Upon picking up the device, she stated outer case was separated exposing the permanently retractable blade which, consequently contributed to a finger cut to her left hand.